Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the u/d pulley wire rupture, the r/l pulley wire rupture, the insertion flexible tube (ift) bump, the air/water nozzle loosened, and the control body leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the objective gluing missing. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.